Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Lead impedance warnings were turned off. Subsequently, this rv lead was explanted and replaced. Due to the limited information received, further follow-up to obtain related details was not possible. Return is not expected for this rv lead. No additional adverse patient effects were reported.